Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and another manufacturer's right atrial (ra) lead exhibited high pacing impedance measurements greater than 2,500 ohms. There was also storage of a false atrial tachy response (atr) episode. It was reported the patient only paces 19% in the ra. The respiratory rate sensor planned to be turned off and the lead planned to be monitored.